Event description:
Customer initially called to report that she was having issues with her insulin pump. Customer stated that her insulin pump was alarming low reservoir and had partial dark display. Customer mentioned that she was hospitalized about a year ago due to high blood glucose and dka. Customer stated that the blood glucose was over 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.